Event description:
The pt was incoherent and the suspect device was used to check their blood glucose. A result of 195 mg/dl was obtained. Emergency medical technicians were called and they used the suspect device to retest the pt and obtained a result of 150 mg/dl. They then used a meter belonging to the emergency medical technicians and the result was 20 mg/dl. Pt was transported to the hosp and received unknown treatment. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.